Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was confirmed. Upon investigation the monitor was unable to complete baseline testing. The cause of the failure was due to a shorted q701 component on the computer/analog pca. The root cause of the shorted q701 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.